Event description:
Customer reported a failure of bad batteries. Customer stated incident occurred during biomed testing. No pt injuries associated with this report and there have been no incident reports filed since the last baxter service event.